Event description:
During maintenance the zeiss service technician recognized a visible green reflection from the visulas 532s on the left eyepiece of the ocular. The technician noticed the issue during the annual maintenance and the customer did not complain about it until then.

Manufacturer narrative:
H3: device evaluated by manufacturer changed from no, to yes. Evaluation summary attached. H6: investigation findings: changed from 3233 (results pending completion of investigation), to 4247 (appropriate term/code not available). Preferred term is root cause could not be determined. Investigation conclusions: changed from 11 (conclusion not yet available), to 4316, appropriate term/code not available. Preferred term is root cause could not be determined. Manufacturer narrative: the visible green light in the left eyepiece could be reproduced. The root cause for the reflection could not be determined. As a potential cause, the condition of the filter itself 1123-691 is assumed. The optical density of the filter glasses meets the specification. The maximum possible transmitted laser radiation is under the accessible emission limit of laser class 1. Due to this, there if no potential risk for patient, user, or third parties.